Manufacturer narrative:
Based on the claim against the product, by the customer noting a broken harmonic ace instrument tip. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi), received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. A broken piece measuring approximately "0.42 x 0.10" was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is attributed mishandling/misuse. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have a damaged teflon pad. Material, approximately 0.05" x 0.03", appeared to be missing on the side of the teflon pad. The root cause is also attributed to mishandling/misuse. The probable root cause of a broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This complaint is considered a reportable malfunction due to the following conclusion: failure analysis acknowledges that fragments were detached from the instrument blade and teflon pad. Based on the information provided, there was no report from the customer that a fragment from the instrument fell inside the patient during the procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported, that during a da vinci-assisted low anterior resection surgical procedure, the customer observed that the harmonic ace instrument tip was broken. The customer confirmed, that no fragment fell inside the patient during the procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.